Event description:
It was reported that the procedure was to treat the mid left anterior descending artery. A balance middleweight universal ii guide wire was placed through the distal lad and pre-dilatation was attempted with a 2.5x15mm balloon; however, when attempting to inflate with the indeflator, the indeflator was noted to leak water from below the pressure gauge. Another 20/30 indeflator was used with the same balloon and a non-abbott stent and a 2.75x15mm nc trek were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, the investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the mid left anterior descending artery. A balance middleweight universal ii guide wire was placed through the distal lad and pre-dilatation was attempted with a 2.5x15mm balloon; however, when attempting to inflate with the indeflator, the indeflator was noted to leak water from below the pressure gauge. Another 20/30 indeflator was used with the same balloon and a non-abbott stent and a 2.75x15mm nc trek were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.